Event description:
The pt has had an asr revision. Specific details regarding the report are unknown.

Event description:
Revised for noise.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Updated information: revised for pain.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision. Update from (B)(6) spreadsheet (B)(6) 2012: reason for revision. Asr revision, asr implants, reason for revision: noise. Update from (B)(6) email (B)(6) 2012: products, reason for revision, hip revised, type of revision, hospital, surgeon. Asr revision left asr hip ,resurfacing system, reason for revision: pain. Update - amended implant date. Taken from claimsuite dated (B)(6) 2015. Surgery date: (B)(6) 2006.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.